Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
An article "a case of congenital portosystemic shunt with successful coil-in-plug embolization", was reviewed. The research article presents a case study of a male patient in their twenties with hyperbilirubinemia. A portosystemic shunt was suspected by abdominal ultrasonography and confirmed by abdominal computed tomography (CT). The shunt was between the left branch of the portal vein and the inferior vena cava. Patient's blood test showed that the ammonia level was as high as 117ug/dl. Patient's diagnosis was patent ductus venosus. A shunt embolization by interventional radiology (ivr) was decided to be performed. Before the shunt embolization, the portal vein pressures before and after the balloon occlusion were 180mm and 200mm h2o respectively. There was no significant pressure differences observed. The shunt diameter was about 10mm which was expanded in a funnel-shaped to a diameter of 22mm. Shunt embolization was performed using a 16mm amplatzer vascular plug (avp1) and a metal coil (azur18: 15mm x 30cm / 4pcs) concomitantly. A portal vein thrombus developed after the treatment but the patient was discharged from the hospital after being relieved by thrombolytic therapy.

Manufacturer narrative:
As reported in a research article, a patient with a patent ductus venosus was implanted with an amplatzer vascular plug and an azur18 metal coil; an event of thrombus was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.